Event description:
The pt has been experiencing an increase in tone and low grade fevers intermittently for approximately one month. The hcp increased the daily dose from 400mg to 463mcg and now 500mcg. The pt has shown improvement in symptoms for approximately 5-10 day following the increase, and the begins to experience the increased tone and fevers again. The hcp reports there have been no reservoir volume discrepancies.